Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of bent sensor cannula and change sensor alarm from the sensor. The customer's blood glucose reading was unknown. The customer stated that he had two sensors fail. The customer stated that he had a problem with not completing the second button press during insertion with the first sensor. The customer received a calibration error with the second sensor. When the customer removed the sensor, the little needle was bent and folded flat. The customer calibrated the sensor 3 to 4 times a day. The customer will be sent replacement sensor.